Manufacturer narrative:
Tracking number (B)(4) . Initial report sent to FDA on (B)(4) 2010.

Event description:
Procedure: lap gastric bypass. According to the rptr: relaparoscopy was performed 16 hrs post operatively due to bleeding from the distal end of the staple line on the small bowel. Bleeding was treated by over sewing the staple line.